Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were harder to pressed, sticking and the insulin was squirting out during priming. The blood glucose level was unknown. The customer also reported that the insulin pump rejected the new battery and the crack around the reservoir chamber. The customer also reported that the insulin pump had no delivery alarm. The device will not be returned for the analysis.